Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin continued to drip out after letting go of the act button. After he inserted the infusion set, insulin was not delivered. He delivered 10 units of insulin but it did not go into his body because his blood glucose level was over 500 mg/dl. The customer injected 12 units using a pen to treat. The insulin pump did not alarm no delivery. Insulin continued to drip after the motor stopped during the manual prime process. The device was not returned.